Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on september 11, 2018, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2011 by dr. (B)(6) at (B)(6) center. No attempt has been made to retrieve the filter, therefore, it remains implanted. The patient alleges tilt, embedment and fractured occurred, as well as, ¿fracture of three struts without migration.¿ argon¿s attorneys are attempting to gather additional information.